Event description:
It was reported to boston scientific corporation that a solyx single incision sling system was used during a procedure on (B)(4) 2009. According to the complainant, the patient experienced severe pain, mesh erosion, and dyspareunia post procedure. The exact nature and date of onset of these symptoms is unknown. Attempts to obtain additional information have been unsuccessful.